Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in the ER when the physician attempted to remove the guidewire from the catheter, the guidewire began to unravel. As a result, both the catheter and guidewire were removed as one and a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the reported event was confirmed through examination of a returned product sample. The customer provided a guide wire which was kinked at 5 and 32 cm from the j-bend at the distal end and unraveled from the proximal end. Microscopic examination revealed that the core wire was broken near the proximal weld with plastic deformation and necking in the area of break. The device history records for the guide wire and catheter were reviewed with no relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. Based on these circumstances, operational context caused or contributed to the event. No further action will be taken.